Manufacturer narrative:
H11: a lot number was provided; the device history records are currently under review. The device is pending return. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. B3 (date of event) the actual date of event is unknown. The date received by manufacturer (awareness date) was entered into the date of event field. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that grey/black dots and foreign matter were noticed in the packets of safe-t-centesis 8fr. The incident occurred prior to use. No patient has been involved. During the follow up response, it was further reported that the report of grey/black dots and foreign matter has been made as some packets have 1 black dot inside the packet and some have grey dots. The nature of these particles is unknown, so they have been classified as foreign matter.

Manufacturer narrative:
H11: nine (9) safe-t-centesis 8fr kits and five (5) photos were received for evaluation. Visual inspection revealed multiple foreign particles inside the packaging. These particles appeared embedded in the tray of the kit rather than being loose or mobile, which suggests that the issue may be related to the component supplier. A visual inspection of the submitted images was performed. The photos show black and gray particles located on different areas of the tray of the safe-t-centesis 8fr x 16 cm kit. These particles appear to be embedded in the tray rather than loose or mobile, which suggests that the issue may be related to the component supplier, specifically the tray. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001589517 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. It is thought the probable root cause is traced to material, more specifically to component failure, since the component identified during the sample evaluation is purchased from a supplier. The component is not physically nor chemically changed in the dr facility; it is only manually placed in the procedure pack. Therefore, it is considered that the probable root cause relies on the supplier. A supplier formal investigation was opened to further investigate these defects and was closed in december 2024. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information and device evaluation), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), d9 (device available for eval?). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that grey/black dots and foreign matter were noticed in the packets of safe-t-centesis 8fr. The incident occurred prior to use. No patient has been involved. During the follow up response, it was further reported that the report of grey/black dots and foreign matter has been made as some packets have 1 black dot inside the packet and some have grey dots. The nature of these particles is unknown, so they have been classified as foreign matter.